Manufacturer narrative:
Analysis found the cursor was not responding to the stylus; component was found broken on the mpu (main processor unit) printed circuit board assembly. It was noted the stylus was working correctly but the cable was damaged (the cable had a deep cut, and the overall shielding was visible). Analysis also found the bezel and power bay cover were broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned to the manufacturer for routine maintenance, analyzed and tested out of specification. There was no patient involvement.